Event description:
Customer stated that the sensors are giving inaccurate readings. The first sensor was off by more than thirty points. Customer also received cal error message. The second sensor alarmed loss sensor in the middle of the night and sensor end after two days. Customer reported hospitalization due to high blood glucose. The blood glucose at the time of the event was 260 mg/dl. Customer had fever and chills. The dialysis catheter was infected. Diagnosed sepsis. Hospital changed the catheter and gave antibiotics. The current blood glucose reading is 173 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-83323.